Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation cryoablation procedure to treat atrial fibrillation a polarsheath was selected for use. It was reported that air was seen during aspiration. It was unclear where the air was drawn from. The sheath was exchanged and the procedure was completed successfully with no patient complications.